Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 4 was acting sporadic. The customer stated that the surgeon was not able to control the instruments well. The customer stated that the issue occurred with the clip applier and vessel sealer instruments. The site tried reseating the instrument(s) with no change. The tse was not able to troubleshoot as the surgeon had completed the robotic portion of the procedure and the system was undocked. The tse noted a single engagement error in the logs for a vessel sealer extend instrument on usm 4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon's head inside the surgeon side console (ssc) high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the ssc. The failure was related to an inability to move the instrument. The movements of the surgeon did scale appropriately to the instrument. There was no shakiness or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no collisions. The issue was intermittent. There was no patient injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer informed the fse that the universal surgical manipulators (usms) were moving when clutched. The fse explained to the customer that the issue was because on uneven flooring. The system was working properly and no additional action was required as the issue was resolved.